Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument tip was broken. The fbf instrument could no longer be energized. It was unknown if the fragment fell into patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure was attributed to a component failure. The fbf instrument was further inspected and found a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure was attributed to a component failure. As of 25-jul-2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke, and it was unknown if the fragment fell inside the patient during a da vinci assisted procedure. Failure analysis confirmed a broken conductor wire and a frayed grip cable and both failure are attributed to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.